Event description:
A caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.